Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, r wave amplitude has diminished from 4.5mv to 2.1mv. No evidence noted of right ventricular (rv) lead undersensing.

Event description:
It was reported that approximately twenty four hours post implant the right ventricular (rv) lead exhibited undersensing with a drop in sensing function. Approximately three days later the rv lead was repositioned and exhibited poor thresholds, was again repositioned with stable thresholds. Approximately twenty four hours, again the rv lead was observed as undersensing in bipolar and integrated bipolar. Diagnostic/testing, troubleshooting was performed to verify adequate ventricular fibrillation (vf) sensing. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).